Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 3 months after the dental implants was installed in intraoral region #19 verified the loss of the implant. 30 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii.